Event description:
Product = bd precision glide needle 18gx1 ref (B)(4). I work in a pharmacy, and this is a needle we use most often in the clean room, and it is also a needle given to pts for home use. The hub of the needle breaks when using, and thus makes sticks happen. It is very dangerous to employees and pts. In pink packaging, comes in box of 200 I think. Document number: (B)(4). Report number: (B)(4).